Manufacturer narrative:
(B)(4). Perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that on (B)(6) 2020 the codman disposable perforator failed to disengage during the making of the 1st burr-hole. With a medtronic midas rex drill drive at the curved bone of the parietal region. Parenchyma and dura mater injury was observed as it adhered to the bone where the device was used. Bleeding was confirmed, so hemostasis was performed. No surgical delay was reported, and the patient was said to be recovered.